Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular femoral stem . Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
It was reported that the patient has been diagnosed with altr following implantation of a rejuvenate modular femoral stem. The following measurements were recorded at 30 months since index surgery: cobalt - 1.6; chromium - 0.3. Infection has not been diagnosed. The patient is noted to be asymptomatic.

Manufacturer narrative:
An event regarding altr involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Device history records could not be performed as the reported device was not properly identified. Complaint history review. A search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required

Event description:
It was reported that the patient has been diagnosed with altr following implantation of a rejuvenate modular femoral stem. The following measurements were recorded at 30 months since index surgery: cobalt - 1.6; chromium - 0.3. Infection has not been diagnosed. The patient is noted to be asymptomatic.